Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer reports that the cap tube was rough and partially melted. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "this report is about molding defect. The customer reported that the cap of the blood collection tube was rough and partially melted."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was visually evaluated with no issues being identified with the hemogard shield; however, the tube has embedded black specs at the top. Embedded fm is isolated from any specimen and is therefore considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for embedded fm, is not confirmed for a molding defect related to the hemogard shield. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer reports that the cap tube was rough and partially melted. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "this report is about molding defect. The customer reported that the cap of the blood collection tube was rough and partially melted.".